Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the magnet had fallen out of inseparable. A field service engineer shut off the station, removed drawer 5, and replaced the inseparable part to resolve the issue. The drawer was reinserted, and the station was turned back on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer reported that the full-height drawer was failed and can't be recovered. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.